Event description:
A pulmonary vein isolation procedure was being performed using a cryo balloon system in navx mode. It was an extensive procedure requiring many freezes. Later in the case, the physician decided to use a tactiflex df catheter to touch up the left inferior vein. Five lesions were delivered. As the case was wrapping up and the physician was pulling out the catheters, during the final check with ice, the patient became hypotensive, and an effusion was found. The lab had to intervene to drain the effusion. The physician suspects that the effusion could have started when a blood pressure drop was noted after one of the freezes. The physician alleges that the cause of the effusion was the cryo balloon and does not suspect it was caused by the tactiflex catheter. There were no alleged performance issues with any abbott devices. The case was done at this point. The patient was monitored on the table in a stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).